Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported being hospitalized due to diabetic ketoacidosis (dka) at (B)(6) on (B)(6) 2025. The patient's blood glucose levels reached 28 mmol/l (504 mg/dl) while wearing the pod. It was stated that the controller was not functioning properly and even after a hard reset, it would still give the same error which prompted the patient to seek medical attention. Symptoms reported include vomiting with blood and not being able to stand on his own feet. At the hospital, the pod was removed and insulin was administered via mdi (multiple daily injections) and intravenous fluids (unknown doses and name). Afterwards, a new pod was applied. The patient was discharged the following day.